Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of revision right total knee replacement- femoral components only; dr (B)(6), (B)(6) 2020; primary surgery (B)(6) 2012; 1st revision (B)(4), (B)(6) 2015. Revision for revision; pain- surgeon stated due to aseptic loosening of femoral components. Depuy synthes revision tc3 products insitu less than 5 years old. Surgeon stated patient complaining of pain following aseptic loosening of femoral component. Surgeon noted that there is no infection present, and tibial components were solid and did not require revising. Performed revision surgery replacing femoral components only, and a new mbt poly. Surgeon happy with patients end result following the procedure. Female patient initials e.o.; aged (B)(6) years, dob (B)(6), weight (B)(6) kgs, height 167cm. Relevant patient pre-existing conditions/ comorbidities; patient has received chemotherapy and is receiving ongoing chemotherapy.

Event description:
Additional information received confirmed that loosening interface was bone to cement in the femoral component.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) is used to capture device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.